Manufacturer narrative:
Updated fields - b4, d9, e1 (initial reporter, event site address), e2, e3, g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11.it was reported that during the self-test before use the cs100 intra aortic balloon pump (iabp) had alarm electrical test failed. There was no patient involvement or adverse event reported. A getinge field service engineer (fse) inspected the device and observed the power-on alarm cannot be activated. Replace the front end module. After replacement, all functions of the test equipment are tested normally and it is delivered for clinical use.

Event description:
N/a

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6) hospital). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 iabp (intra-aortic balloon pump) failed the power-on electrical test during the self-test and could not be started. It was found before use, so no patient was involved and no personal injury was caused.